Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "xdcr fault" errors. At this time, the reported complaint was not duplicated. However, the investigation found a failure, of the exhalation differential pressure (transducer) pt802. This was addressed through CAPA (B)(4) and scar (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and or the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
On (B)(6) 2019 8:48:45 am by: (B)(4) to: (B)(6). Symptom: 26 fix: 18 summary: alarms. Customer claims this unit was alarming transducer fault while on a patient; they claim there was no patient harm they are requesting for field service to come in and correct this problem. On (B)(6) 2019 8:09:40 pm by: (B)(4) to: (B)(6). Symptom: 93 fix: 23 summary: no customer contact. Called, left message. -- (B)(6) 2019 8:09:42 pm (B)(4). (B)(4), vent hrs 12187, turbine sn# (B)(4), vent sn# (B)(4). On (B)(6) 2019 10:06:59 am by: (B)(4) to: (B)(6). Symptom: 95 fix: 01 summary: no customer contact. Fsr (B)(6) called saying vent does not boot up with new main pcb. Looked up order- (B)(6) accidently ordered wrong main pcb- he ordered 53420k- needs 27992-001k. Placing order for him for new main pcb s/o rga. (B)(4).